Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 4.3mm malfunctioned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: event site email changed to (B)(6). Device code changed to "insufficient information". Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. The delivery device was outside of the loading device when it was returned. It was observed that the seal and tension spring assembly remained inside the loading device. The white plunger on the delivery device was observed to be un pressed and the blue lock engaged. The seal and tension spring assembly was pulled out from the loading device for inspection. Microscopic inspection showed the seal and tension spring intact. The tether remained uncut and still attached to the seal. The seal was curled and showed no signs of crack nor delamination. The following measurements of the delivery tube were taken: inner delivery tube diameter was measured at 0.197 in., the outer diameter was measured at 0.221 in. The length of the delivery tube was measured at 2.47 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. No specific failure was reported. However, based on the returned condition of the device and the results of the investigation, the analyzed failure "fitting problem¿ was confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 4.3mm malfunctioned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.